Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmospheres for 40 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed as it was without replacement. No complications were reported and the patient was in good condition after the procedure.